Event description:
Two microdriver rx stents were implanted during the index procedure to treat separate lesions in the left pda (ref MFR # 2953200-2010-02508). It is reported that, approx 9.5 months post index procedure, sudden pt death occurred. Investigator stated that death was not related to mi or stent thrombosis. Autopsy was not performed. Investigator did not assess if the death was related to the microdriver stents.

Manufacturer narrative:
(B)(4): eval results: death.